Manufacturer narrative:
Complaint is a reportable adverse event. No product failure indicated. Allergic reaction is not confirmed. Adverse event will be filed conservatively based on information provided. A possible allergic reaction to the implant material(s) is currently being evaluated. Potential adverse tissue reaction reported. Medical and / or surgical intervention is likely required to preclude serious injury (permanent impairment to a body function, permanent damage to a body structure) or death. If additional information becomes available MDR decision will be re-evaluated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Contact at (B)(4), called regarding a patient may be having an allergic reaction to one of our implants. Patient was implanted with a cage and pedicle screw. She requested a test kit. Complaints manager, (B)(4), spoke with ms (B)(6). Explained we do not have test kits and advised her to contact her local rep or physician who implanted the devices to obtain a sample for testing.